Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 27 mg/dl at the time of the incident. The customer was treated by taking four glucose tablets. Customer was reporting that there insulin pump was delivering double boluses. Troubleshooting was not completed. The customer also mentioned sensor issues. The insulin pump will be returned for analysis.